Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-17644. It was reported that the patient was not receiving effective therapy from their leads due to high impedances. It was confirmed via x-ray that the leads had fractured. In turn, surgical intervention may take place to address the issue.

Event description:
Related manufacturer report number: 3006705815-2022-18340 information indicates that the patient was unable to set the system into MRI mode due to high impedances. Additionally, the ipg had flipped and was moving in the pocket. In turn, surgical intervention took place wherein the leads were explanted and replaced with new leads. The ipg was repositioned a little higher in the same pocket addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.